Event description:
It was reported by the health care provider, that the pt had two episodes of overdose-type symptoms in the last 3 months. The pt's wife found the pt very sleepy during one episode, and almost comatose during another. The physician was concerned about the episodes being pump related. There were not any unusual event logs noted when they read the pump after the episodes occurred. The physician stated that the "volumes matched very closely during refill." The pt's wife had requested that the device be replaced. The medication being delivered via the device system was not reported. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
.